Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for analysis. There was a sharp kink between rings 1 and 2. Body fluid ingress was observed between ring 1 and ring 1 proximal seal. Dried body fluid was also found on the handle, main body tubing, and throughout the distal end. The steering knob and the tension control knob functioned properly on both lock and unlock positions. When steering the tip in either direction, it felt like the steering wires had occasional resistance. Tip motion was evaluated against the specified curve template; both right and left curves failed. X-ray found a bent center support with a broken solder joint to a steering wire. The steering wire was completely separated from the center support. Also found collapsed guide coil under the strain relief. The distal end was dissected to gain access to the bent center support. Dried body fluid was found throughout the open cavity. The kevlar wrap was retracted. The right steering wire had completely separated from the center support due to a broken solder joint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is design specification as the device problem was traced back to the design specifications. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that the steering mechanism of the catheter broke. During an ablation procedure for atrial flutter, an intellatip mifi xp temperature ablation catheter was selected for use. During the procedure, the steering control of the tip broke. The procedure was completed with another of the same device and there were no patient complications. The patient was stable. Device analysis revealed body fluid ingress between ring 1 and the ring 1 proximal seal; dried body fluid was found throughout the open cavity.